Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation. No syringe, introducer or contamination shield was returned. The balloon did not inflate due to leakage from the balloon latex. The balloon was found to be ruptured at the central area of the latex, around the circumference. The latex did not match up at the rupture site. There was a small tear, 1/20" long, in the balloon latex at the edge of the distal windings. No visible damage to the catheter body was observed. The balloon inflation test was performed using a 1.3cc lab syringe. The balloon and the catheter body were immersed in water and pressurized with air to visually determine the source of leakage. The tear was measured with lab scale and lab microscope. Visual examinations were performed at 10x and 20x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of balloon inflation issue was confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. The cause of the balloon tear could not be determined with any certainty; procedural factors may have contributed to the damage. No actions will be taken at this time.

Event description:
It was reported that the "balloon inflated when it was tested before use, but after insertion, balloon did not inflate in the heart and it was also unable to measure the pressure." The customer also checked the balloon after the catheter was removed and it was confirmed that the balloon would not inflate. There were no patient complications reported.